Event description:
The report stated that during the radio frequency ablation procedure, power delivery suddenly stopped. The generator was reset several times and then the message, "imp test failed" appeared in the window. The doctor finally managed to complete procedure by resetting generator repeatedly. The patient was reported as ok.

Manufacturer narrative:
Date of initial report: 07/28/2008. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.